Event description:
Caller states patient tested approximately >4.0 inr on the coaguchek xs system while a comparison lab returned as 3.5 inr. The specific coaguchek xs result was unavailable. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.